Event description:
It was reported that a pta balloon allegedly ruptured circumferentially in the middle of the balloon upon inflation. The balloon burst in the patient. Patient information is unknown. Possibly used on an arterial anastomosis fistula, location unknown. Inflation method is a 10 cc syringe hooked to a 3 way stop cock. They use an additional 3 cc syringe, if needed. No reported injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The xt catheter was returned inside a 6f (cordis avanti) introducer sheath. The balloon appeared to have ruptured circumferentially, allowing the tip of the balloon to be accordioned near the distal end of the balloon. The portion of the balloon that was not accordioned measured at 2.9cm in length. The bunched up, accordioned section of the balloon was measured at 6mm in length. Both marker bands were present on the catheter under the balloon. There were no anomalies present on the catheter or the 6 f sheath. This investigation is confirmed for a circumferential balloon rupture and the root cause is unknown. The current IFU (instruction for use) states: inflation pressure must be monitored during the dilatation procedure. Use of a pressure gauge is recommended. Please refer to the device label for the recommended maximum pressure for this device. Note: the maximum rated burst pressure (rbp) is also printed on the product. Precaution: do not exceed the pressure rating recommended for this device; balloon rupture may occur if the maximum pressure rating is exceeded. Once the balloon has been located within the lesion, a syringe should be used to inflate the balloon. A syringe of 10 ml or larger capacity should be used. Ensure the guide wire is left in place during inflation of the balloon. The current IFU states: do not exceed the pressure rating recommended for this device. Balloon rupture may occur if the maximum pressure rating is exceeded. Warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation. It was reported that the device was used to dilate an arterial (av) fistula. Opti-plast xt peripheral balloon dilatation catheters are recommended for use in percutaneous transluminal angioplasty of the iliac, femoral and renal vessels. Bard does not recommend the use of this product for procedures other than those mentioned above.